Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Following the submission of the initial report, it was discovered that manufacturer report number 1119421-2020-01403. Was already submitted relating to this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that during an intraocular implantation procedure, fibrous material was present on the posterior side of the intraocular lens (iol). The surgeon indicated that it is unknown if the fibrous material was present on the iol to begin with or if it came from the cartridge. The fibrous material was removed at the time of the initial procedure with an irrigation/aspiration handpiece. There was no patient harm.